Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l2. The ibt burst while the surgeon was deflating it. Surgeon had to remove the entire trocar to remove the balloon. No patient complications were reported.